Manufacturer narrative:
Additional information indicated this device was explanted and returned for analysis. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. After further investigation, this device was not included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(4) 2007.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, declared end of life (eol) due to a 33 second charge time measurement. The monitoring voltage was 2.56 volts. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated a device changeout procedure has not been scheduled due to the availability of the physician. The device may be changed out at another facility. No further information concerning this report is expected at this time. This investigation is complete and will be updated should further information be provided.

Event description:
--

Event description:
--